Event description:
It was reported that during an arthroscopy, the ultra fast-fix t-implants could not be deployed. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. A partial t2 and suture were returned off the needle. The distal tip of the t2 is missing. The t1 was cut from the suture and not returned. The knot has not been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for failure to fire could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for break was associated with unintended use of the device. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. A partial t2 and suture were returned off the needle. The distal tip of the t2 is missing. The t1 was cut from the suture and not returned. The knot has not been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant specifications, found that the anchors must be visually inspected for embedded particulates, dust, and foreign contaminants. Parts to be free of voids, sinks, and burn marks. A certification of compliance or evidence of conformance to material and process specifications is required. The root cause for failure to fire could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for break was associated with unintended use of the device. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.